Event description:
Implant fracture.

Event description:
Implant fracture.

Manufacturer narrative:
Implant region 46 fractured. Construction was a single crown placed on the implant. Patient suffered from peri-implantitis following bone loss and implant instability. The implant shows massive damage due to removal. The inhomogeneous wear pattern, patient related bruxism and the long-term fracture of the screw must be considered relevant to the implant fracture.